Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 7. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. Atthe event the patient experienced: pain and bleeding. No further patient complications were reported.